Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -07.00. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -07.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vault. The lens was exchanged for a longer lens length with a similar diopter and the problem was resolved. Patient's last visit on (B)(6) 2015 - bcva 20/13.3 and ucva 20/16.6.